Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2015 due to recurrent hernia. It was also reported that the patient experienced obstruction, abdominal pain, emotional distress, pain and scarring. No additional information was provided.